Event description:
It was reported that the balloon ruptured. The balloon ruptured into two pieces. The proximal part was removed and the distal part remained in the patient. The balloon was still sticking to the guidewire and a piece of the catheter was also there. The surgeon removed the balloon slowly by removing the guidewire and the piece of catheter without having to perform surgery. There was no patient injury reported.

Manufacturer narrative:
Pending sample receipt.